Event description:
This was a cardiac lead extraction case performed in the operating room to remove 3 leads (B)(4) due to stenosis and a fractured, uncapped, abandoned lead (B)(4). The pt was prepped with an arterial line, fluoroscopy & tee in use, CT surgeon available, perfusionist in room, and 4 units of blood in room. All 3 leads were prepped with a lld-ez and the md began lasing the rv(4023) with a 14f sls ii making very slow progress in the svc. The 14f sls ii was removed and the md switched to the ra(4592) which was successfully extracted. Upsizing to the 16f sls ii the md began lasing the ra(4557m) successfully extracting this lead. With both ra leads removed the md then returned to the rv(4023) using the 16f sls ii, successfully lased to the distal tip and extracted the lead. After removing the rv lead and the 16f sls ii the pt's arterial blood pressure fell rapidly. The CT surgeon was called and was in the room in under 2 mins, performing a complete sternotomy within 6 mins of the pt's first pressure drop. Upon opening the chest a tear was found in the innominate and repaired within 15 mins of the first status change. The pt was closed and moved to recovery. When stabilized the pt was transferred to the ICU and eventually discharged to home. There were no devices retained for return engineering analysis and several unsuccessful attempts were made to gather further device lot info.